Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013, note that the patient is averaging 2 days seizure free in a one week period. It was noted that the patient's seizures tend to occur in clusters and are very brief that manifest as complex partial/and or facial twitching and involvement of language. It was noted that there are no new triggers for seizures that have been identified. The device pulse width and off time were adjusted. Clinic notes dated (B)(6) 2013, note that the patient has had several seizures a day since his last visit. The notes indicate that the patient has been having 4-5 seizures a day since the last vns adjustment. The device pulse width and off time were adjusted to the previous settings. Clinic notes dated (B)(6) 2013, note that since changing the vns settings at the last visit the patient's seizures have been somewhat less frequent.